Event description:
The customer reported that a cup of an unknown fluid leaked from the coulter ac t 5diff cp analyzer. The customer stated that they came in to site and found the fluid had leaked onto the counter. The customer does have the material safety data sheets (msds) and a bio-hazard spill plan at their facility. The customer was wearing gloves, a gown and goggles. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this incident. There was no change to patient treatment.

Manufacturer narrative:
Customer technical support (cts) had the customer open the unit and the operator was not able to see where the leak was coming from. The customer also checked the waste and diluent line on the back of the unit and they were not leaking. Since the customer was not able to determine source of the leak the instrument was shut down and beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found two syringes leaking fluid during runs. The hemoglobin (hgb) syringe was pushing fluid out of the bottom of the syringe whenever it pushed upward and the differential syringe was leaking out of the bottom of one of the metal syringes on the upstroke as well. The fse replaced both syringe assemblies, ran verifications and issue was resolved. Failure mode was attributed to hgb and differential reagent syringe assemblies. (B)(4).